Manufacturer narrative:
This report will be updated when additional information is received.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003, indicating the voltage was too low for the projected remaining longevity. The combined follow up report showed a remining longevity of 7.5 years, but there was a statement that the estimate was inaccurate due to the code. It was noted the device was implanted in jordan but the patient was now in bahrain. No adverse patient effects were reported. Evidence suggests the device remains implanted and in service.